Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 3.00x24mm synergy¿ drug-eluting stent was advanced and was attempted to cross the lesion. However, it was then noticed that the stent struts were damaged. No patient complications were reported and the patient's status was good.